Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's wife reported that the monitor made a burning wire smell and that the monitor was hot. It was advised to unplug the monitor and to leave it unplugged. No further troubleshooting steps were performed. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.